Event description:
The universal accessory railing clamp was placed on the surgical table bed rail for the use of the "yellow fin stirrups". The patient was placed on the table and positioned correctly for a urological procedure, with legs up in the yellow fin stirrups. The position was again verified by the surgeon and the procedure began. Within 5 minutes, the surgeon began to yell to say that one of the legs in the yellow fin stirrup had fallen. Staff helped grab the patient's leg and saw that a piece of the universal accessory railing clamp was on the floor. The device was inspected closely, and facilities felt that the point where the breakage occurred would require excessive force applied to cause it to break, unless the clamp had a manufacturing defect. Staff stated that the clamp was "new...obtained within the last 6 months" so there were no obvious signs of any wear-n-tear of the device. Facilities reached out to the company representative to ask them to inspect the clamp and to provide us with any further guidance. (I am unaware of what the company rep may have determined).